Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritated and raw from rubbing under right breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse placed a duoderm bandage on the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.